Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was indicated by surgeons that the patient suffering from tibial plateau fracture in knee and was experiencing pain on the medial aspect of knee and was unable to bear weight. Patient was not revised but was treated.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The event will be reported on MFR 0001825034-2018-01398.